Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device is seen intact and red particles on the shell. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and migration.

Event description:
Physician reported right side "mammary gland deformation, cranial displacement of the implant, signs of capsular contracture baker grade iii. Device has been explanted.